Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. During the visual inspection, squashing and deformation of the lead body was observed proximal of the ligature. At this site, a fracture of all helices was detected. This damage is with high probability the cause of the clinical complaint. The observed damage pattern requires excessive tensile stress on the lead body. In the analysis of the also supplied x-ray images, kinking was confirmed proximal of the ligature. The characteristics of the damages structure of the lead body lead to the assumption of excessive mechanical stress of the lead b the generator. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manfacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
It was reported that approx. 19 months after the implantation a lead fracture was suspected. The lead was explanted.